Event description:
It was reported that the patient had an infection at the midline incision site. The patient underwent an explant procedure wherein everything explanted. The patient was prescribed antibiotics and was doing well postoperatively. The explanted device components will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7129538/7129568.